Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the driver tip broke off in screw head and the drill bit broke while drilling. Surgical delay of 4 minutes.

Event description:
Additional information received that instruments were broken into two pieces.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.